Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. There were no anomalies found upon visual and x-ray examination of the lead. Upon electrical testing, there were no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. The lv lead was not used and replaced during the procedure. The patient was stable.